Manufacturer narrative:
(B)(4). Investigation eval: still under investigation.

Event description:
On (B)(6) 2013, re-intervention of a previous other MFR's stent graft due to migration was performed. A cook zenith renu converter was deployed at the level of the lowest renal artery without complication. Two iliac leg grafts were deployed with adequate overlap inside the renu and the limb landed just proximal to the hypogastric artery. Final angiography revealed no endoleaks nor did flow look compromised anywhere inside of the devices. A zenith iliac plug was deployed inside the other MFR's contralateral limb without incident. A fem-fem bypass was performed per standard fashion. However, there was a left femoral artery aneurysm lined with clot. (B)(6) 2013 post op CT scan revealed no issues with the device. On (B)(6) 2013, pt presented in ER with limb ischemia and was emergently sent to the operating room. The renu graft was completely thrombosed with clot just below the level of the renal artery, and embolectomy of the device with a 10mm balloon was performed. The femoral artery aneurysm was repaired as well. On (B)(6) 2013, pt was released from hospital following a repeat CT scan with a lumen flow channel and device was patent. Pt is on coumadin, walking, talking, and doing well. The physician thinks that the femoral artery aneurysm with clot could have contributed to the renu stent graft thrombosing off lumen of device.